Manufacturer narrative:
The glidescope gvm video monitor and the glidescope avl video baton 3-4 were returned to verathon for evaluation. The technical service representative could not duplicate the reported green static or loss of image. The image produced by the returned video monitor and video baton was stable and clear with good color rendition. The video monitor was charged completely and allowed to run until the battery was depleted, approximately three (3) hours, with no change in the image noted. The video monitor and video baton passed all tests and were returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergent patient procedure, using a glidescope gvm video monitor and a glidescope avl video baton 3-4, the image failed immediately upon attempting to use the video monitor. The procedure was completed with a second glidescope device, with a five (5) minute delay while the second device was prepared. No harm to patient or user was reported. The customer stated they later isolated the issue to the video monitor. Reportedly during testing the screen would turn to green static.